Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the bending rubber coating damage, the insertion flexible tube (ift) coating damage, the light guide cable for control body coating damage, the remote control button perforated, the lg cable connector housing cracked, and the light guide cable for prong crushed; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).